Event description:
Pt with aortic stenosis referred for balloon valvuloplasty. Five inflations performed with 20mm balloon without problem. Balloon exchanged for 23mm and 13 more inflations were performed. Blood was noted in inflation syringe during inflations. When attempting to remove balloon, balloon separated from shaft of device. Retrieval devices were used to pull balloon into descending aorta and illiac artery. Pt went to surgery for removal of product.